Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom, failure to detect an upstream occlusion, which was confirmed during baxter's functionality testing. Further evaluation was not conducted due to the symptom being inadvertently noted by service evaluation after the device was no longer in its as-received condition; therefore the symptom could not be reproduced. No component causality could be determined. The device was tested and monitored throughout the repair process to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed the upstream occlusion test. There was no patient involvement.